Event description:
The catheter was returned to the manufacturer with no return paperwork. There was no suggestion or question of a malfunction and no patient symptoms were reported. The catheter was used to deliver baclofen. The catheter underwent routine analysis.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance - catheter leakage hole; hole in catheter caused by pump connector pin. The proximal piece (2.3 cm) and the straight pump connector were returned for analysis. The catheter was found to have a hole located at the end of the pump connector metal pin.